Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator did not have any pressure. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not reading correctly; no further details were provided regarding the issue. Onsite service was requested. During onsite service, the service engineer (se) reported that the allegation was for no pressure coming from the device. The se then reported that the customer's issue could not be duplicated, and that no error codes were observed in the event log. The se then checked all tubing and connections and found no visible issues to the tubing or connections. The se then performed a full performance verification test, and the device passed all criteria. The device was returned to service.